Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 sensor detached prematurely on the seventh day of wear. The customer was unable to monitor glucose and experienced loss of consciousness while driving. The customer regained consciousness and was able to treat themselves (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.